Manufacturer narrative:
Vyaire file identification: (B)(4). Device evaluated by MFR: 81 other - the suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the peep (positive end-expiratory pressure) of the vela ventilator was unstable. There is no information of patient involvement as of this time.